Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuffed tube failed to inflate. The event was discovered during post tube insertion in the hospital with patient involvement. They had to remove the tube and insert a new one. The event was resolved with the new tube insertion. The cuff was inflated with 4 mls water for injection. When the tube was replaced with a working tube with the same size and style tracheostomy the 4 ml cuff inflation allowed the internal cuff to inflate.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. An inflation test was performed, and at the beginning of the test the cuff failed to inflate, but according to the instructions for use the cuff was massaged and inflated without problems. Based on the analysis performed on the sample provided and the reported by the customer, no root cause could be determined since the complaint was not confirmed due sample provided does not shows the failure mode reported, no failure identified. The failure mode will continue to be monitored and if a trend is identified the issue will be escalated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.